Manufacturer narrative:
The viper universal poly driver was returned for evaluation. Visual inspection revealed that the distal portion of the tip had fractured. Optical imaging found evidence of a quasi-static overload torsional shear failure. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however the results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure most likely due to unexpected high forces placed on the tip during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of the screwdriver 279734000 broke off, during screw in a screw 9 x 80 mm (186727980 / lot: 113467) in the pelvis of the patient. Surgery was a screw connection of pelvis. Suddenly, the screw had a very high resistance, so after further turning the screwdriver was broken up in the tip.